Event description:
It was reported that the touchscreen began lifting off the pump. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided. The customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.